Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the led not lighting up and no output voltage being measured at the device cable connector pins due to an open f1 fuse. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to the open f1 fuse found during testing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's ac adapter had a malfunction; the adapter displayed a loose connection with the controller. The adapter was exchanged with no reported patient consequences. No further information was provided.